Event description:
It was reported the patients ipg site was revised on (B)(6) 2013 due to the ipg site being uncomfortable. During the procedure the physician decided to replace the ipg with a new one due to a set screw issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.